Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the audio test failed in the functional check. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the issue was no longer occurring and the customer will contact philips if the event happens again. No service or repairs performed. The device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.